Event description:
It was reported that during the implant procedure, the r-wave declined from 12 to 15 mv with the analyzer down to <3 mv through the device. The device and lead were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. No anomalies were found. It was noted that the defib conductor was distorted and the outer tubing overlay was breached/cut. Evaluation summary (B) (4): no anomalies were found.